Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the motor and tps flex were corroded, the boot and the drive bearing were worn and the bearing was stuck in the rear housing. Additionally the top and bottom bearings were gritty.